Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a cracked peek housing with internal components exposure. It was initially reported by the customer that during the pvc operation, the force values displayed were high and the pressure value was not stable. A second catheter was used to complete the operation. There was no report of adverse event with the patient. Device evaluation details: the device was inspected and approximately at 3cm from the distal end tip dome peek housing is cracked open with internal part exposed. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensors was found, it was determined that the root cause was an internal failure of the sensors. A manufacturing record evaluation was performed for the finished device 30290731m number, and no internal actions related to the reported complaint condition were identified. The customer complaint has been verified. The root cause of the peek housing cracked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipment, however, this cannot be conclusively determined. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a cracked peek housing with internal components exposure. It was initially reported by the customer that during the pvc operation, the force values displayed were high and the pressure value was not stable. A second catheter was used to complete the operation. There was no report of adverse event with the patient. The customer¿s reported issues are currently assessed as not MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Additional follow-up attempts being processed to obtain clarification for the issues reported since this device is not a contact force sensing catheter. If additional information is received, a supplemental 3500a report will be submitted to the FDA. On 5/27/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found peek housing appeared to be cracked with internal components exposed. This finding has been assessed as an MDR reportable malfunction although there was no mention of any damage to the integrity of the device in the event description. It is most probable that the damage was inflicted during post-procedural handling and shipment. Some hospital practice cutting the tip of the catheter to prevent re-use. Follow up in progress for clarification. If additional information becomes available, reportability may be reconsidered. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/27/2020 and reassessed this complaint as MDR reportable.